Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated device and a suprarenal aortic extension. Upon follow-up, computed tomography revealed an endoleak but it was inconclusive on whether it is a 3b or 3a. There will be an angiogram and possibly an intervention on (B)(6) 2016. Patient is doing well.